Manufacturer narrative:
The reported event of an ar-8305 console is producing a burning smell, biomed checked the fuse, fuse was fine and came to the conclusion that the power supply is gone was confirmed. This evaluation determined that the reported event occurred due to a power supply failure resulting from the age of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/08/2023, it was reported by a facility representative via sems that an ar-8305 console is producing a burning smell, biomed checked the fuse, the fuse was fine, and came to the conclusion that the power supply is gone. There was no case involvement.